Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range pacing impedances greater than 2,000 ohms along with an increase in thresholds. The patient was sent to get a chest x-ray. It was reported that during the last 1.5 months the patient was moving and doing more lifting than normal. It was reported that the patient is doing fine and no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Of note the patient reported packing and lifting boxes for the month prior to explant and the chest x-ray revealed that the lead had three figure eights in the pocket.

Event description:
Additional information was received that this patient underwent a revision procedure and this product was explanted and replaced. No further complications have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.